Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in ureteroscopy with laser lithotripsy, stone extraction and stent placement on (B)(6) 2014. According to the complainant, during the procedure, the physician advanced the basket,and attempted to capture a stone. The physician had a difficult time visualizing the stone and inadvertently placed the basket into the calyces of the kidney causing the basket to get caught in the muscle of the kidney. The physician then cut the handle and outer sheath leaving the nitinol portion of the basket in the kidney. The basket was cut with a laser, and relined the edges to reshape the basket. The physician attempted to remove the basket three times using three amci flexible scopes, however, all three scopes broke and the basket retrieval was unsuccessful. A stent was then placed. The case was canceled and the stone was left in place. The patient was scheduled for a percutaneous nephrolithotomy (pcnl) on (B)(6) 2014. During this case, they successfully removed the basket, with stiff graspers through the nephroscope, extracted the stone with lithoclast lithotripsy, leaving the stent in place to complete the case. The patient was reported to be fine after the procedure. Additionally, no malfunction was noted on the zero tip nitinol retrieval basket. Additional information received on january 02, 2015. According to the complainant, the physician attempted to capture a stone in the anterior segment of the lower pole. The first acmi ureteroscope was flexed to 180 degrees to visualize the orifice of the calyx but failed. Therefore, utilizing the fluoroscopic images the physician performed a "blind placement". After the first blind pass, the stent became stuck and was unable to be removed. The handle of the device was cut and the scope was removed. The physician stated that the scope had broken. A second, and third, acmi ureteroscope was used to try to visualize the stent and stone, however, those scopes broke as well while the physician manipulated the flexion mechanism of the scopes. The physician then placed a double j stent. The patient then had a percutaneous nephrolithotomy (pcnl) several days later. During the procedure, a rigid grasping forceps was used to remove the basket. The stone was not trapped inside the basket, and the basket was removed intact without the stone. The physician then fragmented the stone and the stone fragments were successfully removed. The physician did not view the entrapped basket as a failure of the device, but rather as a serendipitous event.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in ureteroscopy with laser lithotripsy, stone extraction and stent placement on (B)(6) 2014. According to the complainant, during the procedure, the physician advanced the basket,and attempted to capture a stone. The physician had a difficult time visualizing the stone and inadvertently placed the basket into the calyces of the kidney causing the basket to get caught in the muscle of the kidney. The physician then cut the handle and outer shealth leaving the nitinol portion of the basket in the kidney. The basket was cut with a laser, and relined the edges to reshape the basket. The physician attempted to remove the basket three times using three amci flexible scopes, however, all three scopes broke and the basket retrieval was unsuccessful. A stent was then placed. The case was canceled and the stone was left in place. The patient was scheduled for a percutaneous nephrolithotomy (pcnl) on (B)(6) 2014. During this case, they successfully removed the basket, with stiff graspers through the nephroscope, extracted the stone with lithoclast lithotripsy, leaving the stent in place to complete the case. The patient was reported to be fine after the procedure. Additionally, no malfunction was noted on the zero tip nitinol retrieval basket.